Event description:
The user facility reported that when an operator attempted to dislodge a jammed basket manually, the pusher retracted causing her finger to become stuck. The operator went to the emergency room for examination; her hand was swollen and sore. The user facility reported the employee has no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the equipment and found it was operating properly; no issues noted. The conveyor was leveled and aligned properly. The operator did not follow the proper procedure for resolving an obstruction. The equipment operator manual states (1-1): "warning-crushing hazard: keep hands away from any moving part. Baskets, rollers, pushers and pullers can start in motion at any time during operation." The manual further states (pp. 3-6): "warning -in case of an emergency situation involving conveyor modules, always press start/stop pushbutton to stop all conveyor operation." Steris conducted in-service training on (B)(4) 2012.

Manufacturer narrative:
Steris was made aware of this event on (B)(4) 2011 and filed a MDR (9680353-2012-00005) on (B)(4) 2012. At the time the event was reported to steris a service technician inspected the equipment subject of the reported event and confirmed the unit was operating properly. Since the time of the reported event steris has performed routine maintenance on the device with no issues noted. Upon receipt of the user's medwatch (B)(4) on (B)(4) 2012 we contacted the facility and confirmed there was only one event; this is the event reported in our MDR (9680353-2012-00005).